Event description:
Baxter (B)(4) received a report of an infusor that appeared to have damage on the reservoir of the device. The reported problem was noticed during filling. The device was being filled with desferrioxamine and water. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample containing approximately 40 ml of fluid in the bladder. A visual examination confirmed the reported condition, of the reservoir appearing thin in certain areas. However, the root cause could not be determined. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample.